Manufacturer narrative:
It was reported to abbott, a patient was experiencing uncomfortable stimulation. The patient also needed an MRI and was unable to place the device in MRI mode. The rep met with the patient and identified all impedances were high. The plan was surgical intervention. On 30 mar 2023, it was reported although the issue has not been resolved, multiple follow-ups indicated the patient had yet to be scheduled for surgery. No further follow-up was needed at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced uncomfortable stimulation. Lead diagnostics indicated high impedances and patient can not enter MRI mode. As a result, surgical intervention may occur to address the issue.